Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic when their implantable cardioverter defibrillator exhibited a parameter conflict error message upon device interrogation. Multiple interrogation attempts created the same results. A reset was performed by a healthcare professional. Patient will continue to be monitored. Patient had no consequences as a result of the event.